Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-93 (write data and read data of m5m5165 do not agree) alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-93 alarm was not identified during sample evaluation nor logs review; however, a f-92 alarm was found. The cause was due to the device losing its configuration however it is unknown how this occurred, a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was reconfigured to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.